Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplement report is being submitted to correct section g4 and provide you an update that follow up 1 was inadvertently submitted under this MFR 1221359-2021-02421 and hence we had to submit previous report as follow-up 2 to report investigation conclusion and this as a supplemental/follow-up 3 to address corrections.

Event description:
The consumer reported a unconfirmed false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. Consumer confirmed she was symptomatic and vaccinated. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The customer was unwilling to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.